Event description:
International affiliate has informed us of an event that air leakage was reported in use. It is not known how long tracheostomy tube was in place or if the unit was pretested per the instructions for use. No adverse outcome.